Event description:
It was reported that the physician had run into some issues during the implant procedure of the new cardiac resynchronization therapy pacemaker (crt-p). This right atrial (ra) lead was replaced with another competitor lead as high out-of-range impedance measurement was observed when connected to the new device. The r-wave was much reduced, but the physician decided against replacing the right ventricular (rv) lead due to the patient's condition. Due to the size of the r-wave there were difficulties with the programming and the physician would like a tracking mode, but the rv channel picked up the far-field signal from the large p-wave. The healthcare professional could not program around this issue. The healthcare professional would like some advice as to whether there is any programming which could mitigate this situation and allow tracking mode. Data analysis was performed, and (B)(6) technical services confirmed that the rv channel was sensing spontaneous atrial activity, and this behavior was preventing the device from pacing properly the ventricle due to the incorrect rv timing. Technical services recommended rv lead integrity troubleshooting steps to investigate deeper in the possible root cause of the delay in rv sensing. There is no programming option that could mitigate this behavior. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).